Event description:
This adaptor was implanted on (B)(6)2004 and was explanted on (B)(6)2011 due to a pocket infection. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).